Event description:
It was reported to boston scientific corporation (bsc) that a uromax ultra urological balloon dilatation catheter kit was used during a ureteral dilatation procedure on (B)(6) 2012. This procedure was performed for a biopsy. The patient was suspected to have a renal pelvic tumor in the middle part of ureter. The patient age was reported to be over 18 years. The balloon was first tested outside of the patient with no apparent issues. The inflation media was contrast and saline (1:1). An encore inflation device was used. According to the complainant, during the procedure when the catheter was inserted, the balloon was inflated to an unknown pressure [below 10 atmospheres (atm)] when the balloon ruptured. The physician noticed that contrast media was extended over a large area under perspective image at that time. They thought ureter ruptured. A ureteral stent (polaris ultra stent) was deployed and the procedure was closed. An extirpative surgery was planned due to their malignancy. The extirpative surgery of the renal and ureteral tumor was performed on (B)(6) 2012. After that surgery, the patient condition was stable.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date. (B)(4) the reported event of balloon burst.